Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse manager reported that the ophthalmic surgeon observed two pieces of blue lint in a patient's eye. It is unknown if the lint was retained or removed. Additional information and product sample have been requested.

Manufacturer narrative:
This event does not meet criteria as a reportable malfunction based on information received following submission of the initial report the manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating that the surgeon observed two pieces of blue lint a patient's eye during a cataract procedure. The lint was removed from the eye by use of irrigation during the same procedure. The procedure was completed without known harm to the patient.